Event description:
It was reported that during unloading the safety bar did not catch the safety hook, causing the cot to tip. The caregiver attempted to prevent the tip with his arm and suffered some minor bruising that did not require treatment. The patient fell to the ground as a result of the tip and suffered a laceration to the head. The customer reported that the laceration is potentially severe, however patient treatment is unknown as the hospital did not provide any further information.